Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was making a constant tone and was not able to clear due to insulin pump being frozen. Customer's blood glucose was 469 mg/dl which was treated with manual injection. Customer received an unexpected restart alarm after changing battery. Customer was able to clear alarms and resolved key anomaly and frozen screen display. Customer was advised to monitor insulin pump.